Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to low blood glucose. The customer's blood glucose was 81 mg/dl at the time of incident. The customer's blood glucose was 234 mg/dl at the time of call. The customer's blood glucose was 140 mg/dl at the time of hospitalization. The nurse stated that the customer was given food to treat the blood glucose. The nurse stated that the customer was wearing the insulin pump during hospitalization. The nurse stated that the reservoir was showing the more amount of insulin than shown on the status screen. The nurse stated that the insulin pump was exposed to MRI. The insulin pump will not be returned for analysis.